Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 72 mg/dl and 233 mg/dl, and lo (<10 mg/dl) and 129 mg/dl on different days. No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.